Event description:
The customer reported that an 840 ventilator's bottom display has a red line through it. Event occurred while device was in use on a pt and ventilating normally; pt was not removed and was not placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer investigated the device and verified the graphical user interface (gui) display malfunction. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).